Event description:
It was reported that the customer was hospitalized for hypoglycemia. The blood glucose reading at time of the call was 220mg/l. It was also reported that the insulin pump alarmed. No further information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.